Manufacturer narrative:
The referenced intracranial hemorrhagic stroke was reported under medwatch MFR report# 2916596-2018-02519. Approximate age of device - 1 year, 11 months. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018 when family withdrew support. Cause of death was neurologic related to his prior intracranial hemorrhagic stroke. No autopsy requested and lvad will not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device was not returned for evaluation. A correlation between the device and the reported death due to prior hemorrhagic stroke could not be conclusively determined. The instructions for use list stroke and death as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.